Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit intermittently powered on and off with no apparent reason. The complainant indicated that there was no patient involvement in the reported malfunction.